Event description:
Note: this report pertains to the fourth of five reported malfunctions which occurred during the procedure. It was reported to boston scientific corp that prior to inserting a interject injection therapy needle into the gastroscope, the needle failed to extend and retract. The device was removed, and replaced with another interject injection therapy needle device. Refer to MFR reports #s: 3005099803-2008-05534, 3005099803-2008-05536, 3005099803-2008-05537 and 3005099803-2008-05538 for details regarding the other four devices.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.